Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported to the implant patient registry (ipr), approximately 1 years, 4 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the 23 mm sapien 3 ultra valve was explanted and a surgical aortic valve was implanted. The reason for explant was symptomatic heart failure with severe cad and a-fib. The echo showed moderate paravalvular leak (pvl) at 12 o'clock and mild pvl at 6 o'clock. Additionally, the patient needed two bypass grafts. The physician elected to do the bypass, appendage ligation, and surgical valve concurrently.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from medical records. The following sections of this report has been updated: update to b4, b5, g3, g6, h2, h10.

Event description:
As reported to the implant patient registry (ipr), approximately 1 years, 4 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the 23 mm sapien 3 ultra valve was explanted and a surgical aortic valve was implanted. The reason for explant was symptomatic heart failure with severe cad, aortic valve leak, and aortic regurgitation. The echo showed moderate paravalvular leak (pvl) at 12 o'clock and mild pvl at 6 o'clock. Additionally, the patient needed two bypass grafts. The physician elected to do the bypass, appendage ligation, and surgical valve concurrently.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The s3, s3u, commander ds IFU was reviewed. Paravalvular or transvalvular leak is a known potential adverse event. Noted under potential adverse events, 'paravalvular or transvalvular leak' and 'device explants'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events were confirmed from the medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. The reported events were confirmed based on medical records. A review of lot history, complaint history, and DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'approximately 1 years, 4 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the 23 mm sapien 3 ultra valve was explanted and an inspiris resilia surgical aortic valve was implanted. Per additional information received by the fcs, the reason for explant was symptomatic heart failure with severe cad and a-fib. Echo showed moderate pvl at 12 o'clock and mild pvl at 6 o'clock'explant due to "aortic valve leak; aortic regurgitation, cad". The sapien valve was explanted and replaced with a 25mm surgical ew inspiris valve, concurrent CABG with laa ligation via sternotomy'. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. It is possible that pvl was caused by cardiac remodeling, leading to morphological changes in the aortic valve overtime and, thus, a compromised seal between the pvl skirt and target site. As such, available information suggests that patient factors (cardiac remodeling) may have contributed to the complaint event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, there was also paravalvular leaking. It's possible that the paravalvular leak led to decrease of the blood backflow pressure resulting in suboptimal leaflets coaptation and further central regurgitation. As such, available information suggests that patient factors (paravalvular leak) may have contributed to the complaint event. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.